Event description:
It was reported that the atrial lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
Final analysis found the lead was returned in two pieces for analysis. The lead was fractured at the outer coil.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was explanted and returned on (B)(6) 2014.